Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was difficult to engage. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was difficult to engage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two injector samples were received for evaluation by our quality engineer team. Through inspection, the rotation stops of the injectors were observed broken, which resulted in non-functional injectors. One connector sample was also returned, however, no defects were observed to the connector sample. As a lot number was unknown for this incident, a production history review could not be completed and additional retained samples could not be investigated. A quality project was opened to further investigate this issue. Roughly 70,000 samples were visually inspected and nearly 3,500 samples were functionally tested. The results of the quality project did not reveal additional defective injectors, therefore, it is determined that the defect is not related to the manufacturing process. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.